Manufacturer narrative:
Per additional info received, the device will not be returning for eval, as an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented for a right heart catheter and ramp study. After the ramp study, it was noted that the lv was not changing from speeds of 8,000 to 10,000rpm, the center believed that the pump may not be functioning properly. It was also reported that the pt was readmitted, to see if further low flow alarms occurred. The customer plans to change the system controllers to verify the issue. No other alarms were noted during the pump interrogation. Currently the pt is admitted for observation and further testing. The pt was not experiencing any heart failure and "feels good". The pt was placed on milrinone and dobutamine, however, the milrinone was weaned off and the dobutamine was still running. The pt's indexes are fine and all other hemodynamics. During a ramp study test the customer was concerned with a clot in the inflow/outflow as the heart was not shrinking in size. The perfusionist noted that the pt was placed on an epc system controller regarding the low flow alarms issues and it was confirmed it was not a controller issue. A ramp study was performed and the pt was finally able to unload the lv when the pump speed was turned up to 14,000rpm. The pt was now diuresed and the speed was increased to 10,600rpm. The pt was later discharged. It was later reported that the pt had been readmitted with acute respiratory distress and was intubated. The pt was not receiving enough oxygen and was not oxygenating. The pt expired 3 days later. No autopsy will be performed and the pump will not be returning for eval.